Manufacturer narrative:
Investigation summary: based on the information available, boston scientific concludes that a product malfunction could not be identified as the probable cause of the reported events as there was no issues found with the returned component during the product analysis. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the ams700 ipp cylinders and pump were visually inspected, leak tested, pressure tested and examined using a microscope; no visual damages were found upon inspection. The two components passed all tests performed. Product analysis was unable to confirm the reported events. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the ams 700 instructions for use (IFU). Investigation conclusion: based on the information available, a conclusion code no problem detected was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) has inflation and deflation issues. The physician tried to inflate the device but stated that it was very difficult and the pump stayed flat, therefore an ipp replacement surgery was performed. There were no patient complications and the outcome of the surgery was good.

Event description:
It was reported that the inflatable penile prosthesis (ipp) has inflation and deflation issues. The physician tried to inflate the device but stated that it was very difficult and the pump stayed flat, therefore an ipp replacement surgery was performed. There were no patient complications and the outcome of the surgery was good.